Event description:
It was reported that when the asymptomatic patient presented in the operating room for elective device change out, externalized conductors were observed on the lead. The electrical function of the lead was observed and tested and no anomalies were detected. The lead was capped and replaced on (B)(6) 2017. Patient¿s condition was fine post-procedure.